Event description:
Device was used during a thoracoscopic wedge resection. Reportedly, the instrument was difficult to open. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.